Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. The device history records and retained samples could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes an unspecified number of devices were tight in a holder. No adverse impact was reported regarding the patient or user.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes an unspecified number of devices were tight in a holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670, k231373. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.